Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Additionally, physician reported in operative report "hypomastia" and "ruptured right saline implant". The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases, wear abrasion and one curved opening. A leak test was performed which identified openings. A microscopic analysis was performed which identify: one sharp opening, one opening striated and partial delamination of plug strap disk shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp opening assessed as unidentified (tear) opening; one opening striated assessed as surgical damage; partial delamination of plug strap disk shell due to adhesive failure.

Event description:
Healthcare professional reported right side deflation. Additionally, physician reported in operative report "hypomastia" and "ruptured right saline implant". The device was explanted.